Event description:
This event is associated with the glow clinical trial (subject ID: 332-060) it was reported that a caucasian female patient who underwent revision breast augmentation surgery with mentor glow study gel devices on (B)(6) 2016 experienced following adverse events. Adverse event # 1.discharge and wound separation at "t" junction, (left side, implant serial number: (B)(4) date of implant: (B)(6) 2016. On (B)(6), 2017, she experienced discharge and wound separation at "t" junction, which required wet to dry dressings. Adverse event # 2. Right areola wound: spitting suture (right side, implant serial number: (B)(4). Date of implant: (B)(6) 2016. On (B)(6) 2016, she experienced right areola wound: spitting suture. Which required wound culture right breast, remove spitting suture. Adverse event # 3. Implant palpability/ visibility, (left side, implant serial number: (B)(4). Date of implant: (B)(6) 2016. On (B)(6) 2020, she experienced implant palpability/ visibility. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should more information become available, this note will be updated and case reassessed. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).